Manufacturer narrative:
The initial MDR 1226181-2015-00449 was filed on (B)(6) 2015. Additional information ((B)(6) 2015): a siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc indicated that the instrument had a noisy read vf (numeric value to monitor reagent quality) and the imprecision on the sample was consistent with microclots .the instrument did not show any imprecision on this or other samples when processed in a sample cup. The issue was isolated to the primary tube. The customer performed a preventive maintenance and did not obtain any additional discordant ctni results. The cause of the discordant, falsely low ctni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue. The cause of the discordant, falsely low ctni results on one patient sample is unknown.

Event description:
A discordant, falsely low cardiac troponin I (ctni) result was obtained on one patient sample upon repeat testing on a dimension exl with lm instrument. The sample had resulted falsely low when initially tested on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the dimension exl w/lm instrument and one replicate was falsely low. The sample was repeated twice on the dimension exl 200 instrument, resulting higher. A new sample was obtained from the patient and run on both instruments, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ctni results.